Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm did not sound and therefore they were not made aware of changing glucose levels. The customer indicated they experienced a medical event where they were transported to a hospital via ambulance. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device in use with android/ ios. The customer reported that the low glucose alarm did not sound and therefore they were not made aware of changing glucose levels. The customer indicated they experienced a medical event where they were transported to a hospital via ambulance. No further information was provided. There was no report of death or permanent impairment associated with this event.